Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed due to a lead fracture. It was replaced with an endotak downsize plus defibrillation lead (0125).